Event description:
It was reported that (2) devices were used during a colon resection. It was reported by the rep that the tlc55 stapler did not fire during surgery causing leakage of the intestine into the abdomen. A second stapler did not fire and it jammed while causing an additional leak. The products are not available for analysis.